Manufacturer narrative:
The labeled rbp for this device is 3.0 atm. The user facility stated that they over inflated this device at least three times. This over inflation caused the balloon to burst. The comparative catheter was pulled and tested for rbp. The device was taken up to rbp with no issues. It was then over inflated to 4.0 atm at which point the balloon burst. There is a warning in the instructions for use that states: "caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw catheter through the introducer sheath."

Event description:
As per the incident report from bis: "balloon inflated otw to the pulmonic valve. Inflated at 3.5 atm for 15 seconds, inflated at 3.5 atm for 10 seconds, inflated at 2.0 atm for 10 seconds. Balloon ruptured. Removed balloon otw, could not get the balloon through the sheath, removed all together. Unsure if all of the balloon was removed from the body." A follow-up report was also sent to numed from bis with this additional information: "in a conversation the bis sales specialist had with the account: the physician was using the balloon for pulmonic valvuloplasty. An inflation device with pressure gauge was used - merit digital inflator. A st. Jude fast track 8 fr introducer was used. The catheter shaft was not kinked. There was nothing unusual about the patient anatomy. Their (sic) was no change in the patient condition post procedure. No second balloon was used to complete the procedure. The balloon burst at 3.5 atms."